Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol), implanted in the patient's right eye, was inserted into the patient's eye when the doctor noticed the nurse gave him the wrong diopter power lens for the patient. The wrong lens was handed to the doctor. There was no product problem. The correct size lens was then implanted. The incision was enlarged and a vitrectomy was performed.

Manufacturer narrative:
Corrected data: it was reported that correct size lens was inserted. Also, patient has recovered and outcome does not significantly interfere with activities of daily life. Labeled for single use: added yes. Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received with a missing portion of the lens optic. Visual inspection revealed several cuts and scratches and surface residuals (fiber/particles) on the lens, which is consistent with the lens being handled out of a sterile environment. No other cosmetic defects were observed. No further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.